Manufacturer narrative:
Device evaluation: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon ruptured occurred. The 80% stenotic lesion in the hemodialysis shunt was located in the calcified and moderately tortuous distal left cephalic vein. The physician advanced the 4.0x60mm sterling balloon catheter to the lesion and inflated the balloon to 12atms for approx ten seconds. Then the physician moved the balloon to the elbow area and inflated the balloon a second time to 12 atms for approx five seconds, and the balloon ruptured. There were no pt complications. The device was removed intact. The procedure was successfully completed with a non-bsc balloon catheter. Pt status is reported as "good".